Event description:
User commented on (B)(6) website that the user tested their (B)(6) son 6 days after he tested positive for covid via a local testing clinic. He tested negative on this test, took him to the school testing site where he showed a strong positive. Back home tested again with this kit, and a competitors home test kit. Showed negative on this kit again, but positive on the other home kit. Importer comments: this complaint is suspected false negative result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent.